Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon was ruptured. The lesion being treated was a chronic total occlusion (cto) located in the proximal left anterior descending (lad) artery. The lesion had been pre-dilated with another manufacturer's balloon and a stent was deployed. The quantum maverick monorail balloon was being used for post-dilating the stent, when it ruptured around 15 atms on the initial inflation. There were no reported patient complications. Patient status is listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8876523 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.